Event description:
It was further reported that the target vessel was moderately calcified and non-tortuous. There was difficulty advancing the device. It was noted that the stent came off the balloon while attempting to deploy the stent. The physician tried to pull the stent back into the guide catheter unsuccessfully. Withdrawal resistance was reported. The stent could not be retrieved and was left in the patient. At this point in the procedure, the case was closed as the physician felt due to clinical risk, additional stents should not be attempted. It is the opinion of the physician that the stent dislodgement occurred due to patient anatomy and calcification within the artery.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended but the orange indicator indexed two times during the 14th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw was closed on the blood vessel when the trigger was grasped at the first firing. After that, the trigger became very hard and could not be grasped. When the trigger was grasped forcibly after the device was removed from the patient, the clip was formed properly, but the trigger was hard. The same event occurred a few times, so the device stopped being used. Another device was used to complete the case. No clips were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)